Manufacturer narrative:
(B)(4). Device received with a blank display. During visual inspection and found moisture damage on the electronics, motor, battery tube, battery connector, vibrator and keypad flex tail. Perform brush cleaning with the isopropyl alcohol the electronic assembly and unit still blank display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. In conclusion, unit blank display due to moisture damage electronic assembly. Device had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.